Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances. Boston scientific technical services (ts) was consulted and suggested doing some commanded shocks to test the integrity of the lead. Testing was completed which continued to show oor impedances and a fault code of 1005 was present. As a result the physician elected to explant and replace the lead. The new lead is now working appropriately in the device which remained in service. To date, no additional adverse patient effects have been reported.